Event description:
The customer reported via phone call that he had to remove the sensor this morning because it was giving him low alarms and going into threshold suspend. Customer's blood glucose was 141 mg/dl at one of the times that he woke up around 5 am. Customer did not have time to do any troubleshooting and wanted a replacement. Customer stated that the sensor was already out of his body.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.